Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the clip applier kept flopping to the side. The procedure was completed with no reported injury.

Manufacturer narrative:
The large hem-o-lok clip applier instrument was found to have one grip cable broken at the proximal end in the housing. The grip cable was broken at the clamping pulley. This causes loose cable at the distal end. The clamping pulleys did not exhibit signs of corrosion/contamination/residue that would have contributed to the broken cable. The root cause of broken proximal instrument grip cables is attributed to damage to the cable during use or during reprocessing. This causes the kept applier to flop over to side due to the broken cable.